Event description:
Excessive forces caused the jacket to tear. Premature deployment of ipsi limb prior to removing the capsule. The ipsilateral attachment system deployed prior to removing the capsule. Resulted in the jacket guard getting stuck. Dismantling the handle resolved this issue.